Event description:
The 32mm amplatzer septal occluder (aso) embolized post procedure and was percutaneously removed by venous approach. The patient is doing fine and a second attempt at closure will be made in 2013.

Manufacturer narrative:
The amplatzer septal occluder was returned to sjm with some dried biological material affixed to the device. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and a kinked wire was observed on the left atrial disc. The cause of the damage could not be determined conclusively, however it is consistent with exposure to high forces resulting in permanent deformation of the nitinol wire. The device was loaded and deployed from a test 12f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.